Event description:
Philips received a report that the customer reported that when lowering a patient and releasing the button, the couch fell 2-4 inches after the release of the button. There was no harm to the patient or operator as a result of this malfunction.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).